Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, upon making a cut, the cutting wire broke in the middle. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 39. There were no patient complications reported as a result of this event.